Event description:
The practice completed a product return form and stated that the "patient developed corneal ulcers." O.d. At practice reported that patient's came in with corneal ulcers while wearing contact lenses. O.d. Was unable to determine if ulcers were related to the lenses.

Manufacturer narrative:
The lens has been returned to the company. The base curve, and power were found to be within specification of the labeled part number. The device history record was reviewed for the lot of lenses manufactured and the products were found to be within specification of the labeled product.